Event description:
The customer reported that during a total gastrectomy, an end tone was provided by the generator, including a completed seal cycle. The surgeon noted there was oozing from the sealed area of the omentum. The amount of blood loss was not provided by the customer. The surgeon stated there was a lot of fat in the tissue being worked upon. The surgeon opened another device to continue of the procedure. There was no pt injury reported.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.